Event description:
Quarter sized blister on her lower back/not a severe burn [burns second degree], sleeping while wearing the heatwrap/did not check skin frequently under wrap during use/ wore several layers of clothing over the heatwrap/ wore a snug waistband/belt over the area [intentional device misuse], used heatwrap for bulging, herniated disc/ used neck heatwrap on her lower back [intentional device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), (lot number and expiration date not reported), from an unspecified date in 2017 as needed for bulging/herniated disc. The color of the box was red. The packaging was sealed and intact (bulk pack). Medical history included rheumatoid arthritis, fibromyalgia, high blood pressure and high cholesterol. Her skin tone is very fair. She doesn't have sensitive skin or any abnormal skin conditions. There were unspecified concomitant medications for fibromyalgia, high blood pressure and high cholesterol. She states that she has been taking those medications for years. She has previously used thermacare heat wraps and did not experience an event with their use. She has used other heat products (not specified) for pain relief, without any problem, years ago. Since thermacare heat wraps came out she uses those because she likes them the best. The patient received a call that she purchased the thermacare from her pharmacy. She said that she has used most of the wraps and was looking for information about the recall. She buys them in bulk from her pharmacy and puts them in a different container. She thought she may have one more in her travel bag. She uses the thermacare neck, shoulder and wrist on her lower back as they are just small enough and stay in place. She uses them for a bulging/herniated disc. She states that she had a blister after using the thermacare. She can not remember what day she sustained the blister. She was sleeping while wearing the product, wearing several layers of clothing over the thermacare product and was wearing a snug waistband/belt or similar or otherwise applied pressure over the area, had attached the adhesive to body. She would wear the wraps to sleep. She states that it was a quarter sized blister on her lower back. She said it was not a severe burn. She said that it was after she slept with the wrap on. She had done this many times before with no problem. She noticed something in the shower the next day but didn't check into it any further. She said that the blister was noticed on either (B)(6) 2018 or (B)(6) 2018 as those were the days that she had chiropractic appointments. Her chiropractor pointed out that she had a blister during an appointment. She said that the blister went away in about a week and did not require any treatment. She states that she has used the wraps since getting the blister. She said that when her back really hurts, she will use one wrap every 5 days or so and when her back doesn't hurt as much she could use one wrap every 2 weeks. She states that she would wear the wrap to go to bed. She did not consult with a healthcare professional about the event nor was she hospitalized. The patient stated that if she would have gotten a blister anywhere else she would not have gone to the doctor. She does not have any conditions that would make her need to go to the doctor for a blister. She states that she had the product on about 8 hours. She did not engage in exercise while using the product. She did not check her skin under the product. She states that she was in the shower the next day when she realized something was there but didn't check any further into what it could be. She has read the instructions before using the product years ago when she first started using them. The action taken with thermacare heatwraps was not reported. The outcome of the burn blister was resolved and outcome of the remaining events was unknown. She stated that there was a reasonable possibility that the event was related to the thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister", "intentional device misuse", and "intentional device use issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] quarter sized blister on her lower back/not a severe burn [burns second degree], sleeping while wearing the heatwrap/did not check skin frequently under wrap during use/ wore several layers of clothing over the heatwrap/ wore a snug waistband/belt over the area [intentional device misuse], used heatwrap for bulging, herniated disc/ used neck heatwrap on her lower back [intentional device use issue], , narrative: this is a spontaneous report from a contactable consumer. A 57-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date not reported) from an unspecified date in 2017 as needed for bulging/herniated disc. The color of the box was red. The packaging was sealed and intact (bulk pack). Medical history included rheumatoid arthritis, fibromyalgia, high blood pressure and high cholesterol. Her skin tone is very fair. She doesn't have sensitive skin or any abnormal skin conditions. There were unspecified concomitant medications for fibromyalgia, high blood pressure and high cholesterol. She states that she has been taking those medications for years. She previously used thermacare heatwraps and did not experience an event with their use. She has used other heat products (not specified) year ago for pain relief without any problem. Since thermacare heatwraps came out she uses those because she likes them the best. The patient received a call that she purchased the thermacare from her pharmacy. She said she has used most of the wraps and was looking for information about the recall. She buys them in bulk from her pharmacy and puts them in a different container. She thought she may have one more in her travel bag. She uses the neck, shoulder and neck heatwrap on her lower back as they are just small enough and stay in place. She uses them for a bulging/herniated disc. She states that she had a blister after using thermacare. She cannot remember what day she sustained the blister. She was sleeping while wearing the product, wearing several layers of clothing over the heatwrap and was wearing a snug waistband/belt or similar or otherwise applied pressure over the area, had attached the adhesive to body. She would wear the wraps to sleep. She states that it was a quarter-sized blister on her lower back. She said it was not a severe burn. She said that it was after she slept with the wrap on. She had done this many times before with no problem. The patient noticed something in the shower the next day but didn't check into it any further. She said that the blister was noticed on either (B)(6) 2018 or (B)(6) 2018 as those were the days that she had chiropractic appointments. Her chiropractor pointed out that she had a blister during an appointment. She said that the blister went away in about a week and did not require any treatment. She states that she has used the wraps since getting the blister. She said that when her back really hurts, she will use one wrap every 5 days or so and when her back doesn't hurt as much she could use one wrap every 2 weeks. She states that she would wear the wrap to go to bed. She did not consult with a healthcare professional about the event nor was she hospitalized. The patient stated that if she would have gotten a blister anywhere else she would not have gone to the doctor. She does not have any conditions that would make her need to go to the doctor for a blister. She states that she had the product on about 8 hours. She did not engage in exercise while using the product. She did not check her skin under the product, she states that she was in the shower the next day when she realized something was there but didn't check any further into what it could be. She has read the instructions before using the product years ago when she first started using them. Action taken with thermacare heatwraps was not reported. The outcome of the burn blister was resolved and outcome of the remaining events was unknown. She stated that there was a reasonable possibility that the event was related to the thermacare heatwrap. Packaging was sealed and intact. Product was discarded by complainant. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Return sample not available. Follow-up (04apr2019): follow-up attempts are completed. No further information is expected. Follow-up (20may2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "burn blister", "intentional device misuse", and "intentional device use issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Return sample not available.